Manufacturer narrative:
Di not available as product manufactured before (B)(4) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, lead impedance was reading low. Patient was asymptomatic. The ventricular lead was capped and replaced on (B)(6) 2018. Patient was fine during and post procedure.